Event description:
Caller reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed infusion set and cartridge, then resumed insulin. There was no adverse impact to the customer's blood glucose level.